Event description:
Same case as 6000093-2006-02299 and 6000093-2006-2301. It was reported that approximately 154 days after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The patient initially presented with chest pain. Progressive multiple lesions were identified in the proximal circumflex (cx). The vessel was 2.50mm in diameter, mildly calcified and 100% stenosed. The vessel was pre-dilated with a maverick 2.50x20mm balloon. Next three taxus express2 drug eluting stents (des) were deployed in overlapping positions in the lad (2.50x16mm, 2.50x24mm, 2.50x20mm). The results were good. Prior to the procedure the patient had been using plavix; upon preparing for and during the procedure the patient was administered integrilin, tridil and heparin; post-procedure the pateint was given aspirin, plavix, lipitor, zetia, micardia, toprol and nitroglycerin. Approximately 147 days later, the patient discontinued use of plavix and aspirin due to an upcoming colonoscopy. One week later the patient presented with angina and thrombosis was diagnosed in the previously stented cx. Percutaneous coronary intervention (pci) was performed using an unspecified 2.50x20mm balloon. There were no further reported complications.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint, could not be determined.